Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1xhue, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient started having symptoms of memory issues and confusion impairment. A CT scan had confirmed that the patient had a brain bleed. There were no interventions performed and the issue wasn¿t resolved. There were no further complications reported.